Event description:
The laparoscopic cautery hook (l-shaped electrode) from integra jarit laparoscopy set had a break in the insulation which caused a cautery burn to the patient's gastric wall requiring to be repaired.